Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. X-ray review: narrative (breakage of locking screw) could be verified from provided x-ray. Concerning the plate f/femoral neck system no conclusive statement can be given. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: event year reported as 2019; however exact date of postoperative implant breakage is unknown. Implant date: implanted three (3) months ago, exact date is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, an unknown locking screw was noted to be broken. The issue was discovered in a control at the hospital through radiography. Initially, the patient has been implanted with femoral neck system three (3) months ago. The patient underwent revision surgery on (B)(6) 2019 where all the implants were removed and was replaced with new devices. The revision procedure was successfully completed. It is unknown if there was a surgical delay. Patient status was unknown. Concomitant device reported: unknown fns antirotation screw (part# unknown, lot# unknown, quantity 1), unknown fns bolt (part# unknown, lot# unknown, quantity 1). This report is for one (1) femoral neck system plate 1 hole - sterile. This is report 1 of 2 for complaint (B)(4).